Manufacturer narrative:
The sealed unit returned was confirmed for a loose complement of staples within the sealed packaging; a condition not related to the reported condition.

Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.